Event description:
A report was received that the patient was having connectivity difficulties between the remote control and the ipg, as well as receiving error messages on the remote control. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was having connectivity difficulties between the remote control and the ipg, as well as receiving error messages on the remote control. The patient will undergo an ipg replacement.

Manufacturer narrative:
Device evaluation indicated that the complaint was confirmed. The ipg could not be linked with a remote control, and no wake-up signals were detected. It was determined that flash data of the device was corrupted. After re-flashing the code, device communication was re-established but the ipg exhibited 10h0 message. Although the reported error code 0010001000 (flash application segment's crc error) was not obtainable, the circumstantial evidence indicated that the ipg memory content had been corrupted by unknown source and it resulted in the reported complaint of the inability to communicate with the ipg.

Event description:
A report was received that the patient was having connectivity difficulties between the remote control and the ipg, as well as receiving error messages on the remote control. The patient will undergo an ipg replacement.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.